Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 475 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pen for high blood glucose. Customer reported that the transmitter was not blinking when disconnect it from the charger. Customer confirmed that the transmitter was fully charged. Customer confirmed that the high blood glucose because the sensor was not working all the night and only received searching for the transmitter. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.